Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that the patient woke up this morning with no power to the pump and a fasting blood glucose (bg) of 507 mg/dl. Patient changed out site/set and cartridge and mom gave insulin via pen. Patient was feeling moderately unwell, had not tested urine for ketones. Customer technical support (cts) confirmed no audible tones or vibrations. Mom changed out the battery three times, it was not until the 4th battery changed that it worked. Cts reviewed pump and alarm history showed a replace battery at 9:19 am, preceded by empty cartridge alarm at 4:39am. Mom confirmed no signs of water ingress, rust or corrosion. Battery cap and compartment intact. Mom can see the yellow o-ring and admits she does not screw the cap on all the way and stops when she hears the pump beep/chirp. Using a coin, she was able to screw the battery cap on tight enough that she meets resistance and the yellow o-ring is no longer visible. Mom admits she does not always do this and will pay more attention to this with subsequent battery changes. Cts advised mother if she does not screw the battery cap on tight enough, then the loose contact may result in power loss causing the pump to reboot. This occurred when mother was trying to replace the battery and it did not power on correctly. In addition, the replace battery alarm was preceded by an empty cartridge alarm that went unacknowledged by the patient. Cts assessed power loss as probably secondary to 2 issues identified during this call: not screwing on the battery cap all the way and no acknowledging the empty cartridge alarm occurring at 4:39am. Mom agrees will monitor and call back if recurring. This complaint is being reported due to the allegation that a patient on pump therapy experienced hyperglycemia. Use error should be considered as contributory, as the battery cap was not fastened according to the user guide, and the patient failed to acknowledge the empty cartridge alarm.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time use error should be considered as contributory, as the battery cap was not fastened according to the user guide, and the patient failed to acknowledge the empty cartridge alarm. .animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 05/07/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed unexplained reboots. There was no physical damage found to the battery cap or battery compartment. The battery cap was able to fully tighten to the pump with no yellow o-ring showing. The pump powered on with functional vibratory and auditory features. The pump was exercised for 24 hours with no power interruptions occurring. The pump passed 29 hour flow accuracy testing and was found to be delivering within required specifications. The pump cover was removed and there was no damage observed to the power circuit or internal components. The complaint could not be duplicated during investigation. .